Manufacturer narrative:
(B)(4). The device was investigated by a field service technician. According to the service order the rfd with serial number (B)(4) works as it should. No failure detected. The units are fully tested when returned from rental/loan and in this case no problems were found and the units were returned to service. Pm, functional test and safety check as per the service manual. All tests passed. Rfd s/n - (B)(4). Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the message "head error" displayed when unit powered up during routine maintenance. No patient involvement. (B)(4).